Event description:
A malfunction alarm was reported with malfunction code 12, which occurred without any notable preceding events. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer understood the instructions to continue using the pump and to contact support if the malfunction reappeared.